Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lcd (liquid crystal display) screen is damaged. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was damaged. Analysis also found that the upper and lower cases were broken, the side bail covers, ring cover, side bails and ring were missing, the battery contacts were compressed and the encoder flex was damaged. (B)(4).

Event description:
It was reported the lcd (liquid crystal display) screen is damaged. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.